Manufacturer narrative:
The returned device analysis was unable to confirm the reported gripper actuation-single issue nor the reported stretched gripper line as the grippers were able to actuate as intended without issues and the gripper line was had no observations of stretching. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All the information was reviewed, the cause for the gripper actuation-single issue and the cause for the stretched gripper line could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was discarded. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue and stretched gripper line. It was reported that during preparation of the first clip delivery system (cds) (00409u137), the clip was opened to 120 degrees, but one of the grippers would not completely lower. Also, the gripper line appeared to be tighter on the side of the gripper that did not completely lower. Troubleshooting was performed, but the gripper and lock line issues were unable to be fixed; therefore, the clip was not used and was replaced. The second clip (91205u101) was prepped, but it was noted that before bleeding the lock cap, the gripper lines started to become uneven and appeared to be tighter than the other side. Preparation was continued and the clip fully passed inspection and was implanted without issues. There was no clinically significant delay in the procedure. No additional information was provided.